Manufacturer narrative:
Medical device expiration date: unknown. Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that a 23 g x .75 in. Bd vacutainer® push button blood collection set fell apart when they activated the safety device. No serious injury or medical intervention reported.